Event description:
The system 5 single trigger rotary handpiece was returned to stryker instruments for service, and during failure analysis it was noted that the black leafkey housing was chipping. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The system 5 single trigger rotary handpiece was returned to stryker instruments for service, and during failure analysis it was noted that the black leafkey housing was chipping. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, it was confirmed that the leafkey housing was chipping, which can occur as a result of use over time.